Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified right anterior tibial artery. 4.0mm x 150mm x 150cm mr coyote¿ balloon catheter was advanced for dilatation. However, during inflation within the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was removed by simply pulling out. The patient¿s post procedure condition was good.